Manufacturer narrative:
Corrected data: section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: it was originally reported that the patient expired due to pneumonia and right heart failure. However, further information communicated by the account revealed that the right heart failure existed prior to left ventricular assist device (lvad) implant, and the device did not cause or contribute to the right heart failure. The patient's outcome was not considered to be device or therapy related, and the device operated as expected. It was communicated that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for nausea and vomiting, and recurrent pneumonia (pna) with parainfluenza virus. The patient was also noted to have experienced weight gain and decompensation. The patient passed away on (B)(6) 2025 due to pna and right heart failure (rhf). The patient had moderate to severe right heart failure prior to left ventricular assist device (lvad) implant. The device did not cause or contribute to right heart failure. Pna was not caused by rhf and rhf did not lead to pna. The death was not considered to be device related. The device operated as expected.